Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have consulted with their dentist and was advised me that I should not be using this type of device. They provided a letter of recommendation recommending that they cease their remote aligner treatment with byte. The aligners have created a malocclusion and are causing other dental issues (wear facets, recession, jaw discomfort, etc.)